Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for inappropriate shock delivered by the implantable cardioverter defibrillator for supraventricular tachycardia. Programming interventions were made. The patient was in stable condition.